Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 4.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion set blocked alarm event on (B)(6) 2024. The blockage was located at the site. No further information available.